Event description:
Reporter stated that the safe-t-pro lancet did not completely retract after use. As a result, the device operator reportedly experienced an unintentional puncture with the used lancet. Reporter indicated that, per hospital policy, the device operator was screened for possible exposure to (B)(6) and (B)(6). At the time of the report, the outcome of the tests was known. Technical support requested the return of the unused lancets and replacement product was shipped.